Manufacturer narrative:
Additional, changed, and/or corrected data: a5, a6, b5, d4, d6b, h6.

Event description:
Healthcare professional reported right side "deflation". Device has been explanted and replaced.

Event description:
Healthcare professional reported "deflation", later reported "lung was punctured and had to go to the ER". This record is for a right side. Device was explanted and replaced.

Manufacturer narrative:
The event of pneumothorax is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional, changed, and/or corrected data: b5, h6.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "deflation". This record is for a right side. Device remains implanted.